Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. There was no reported adverse impact to the customer's blood glucose level. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.